Event description:
It was reported that while using a bd nano¿ 2nd gen pen needle there was a needle clog which occurred several times. The following information was provided by the initial reporter: clog during flow check and injection.

Manufacturer narrative:
Date of event: this is the awareness date. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that while using a bd nano¿ 2nd gen pen needle there was a needle clog which occurred several times. The following information was provided by the initial reporter: clog during flow check and injection.